Event description:
On (B)(6) 2011, patient reported the down button on the infusion device is defective. Patient reported the down button will "skip" when he attempts to bolus. This was first noticed 2-3 days ago and has happened several times. The buttons worked as intended during the troubleshooting call. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for evaluation.